Event description:
The patient reported, she received an occlusion message on her insulin infusion device and had an elevated blood glucose reading of 397 mg/dl. She stated her normal blood glucose range is 80-200 mg/dl. The patient said she discovered the needle of the connector from the insulin infusion tubing to the headset was bent. She stated she changed her insulin to correct her blood glucose levels. The patient did not retain the infusion set at issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.